Event description:
It was reported that during a peripheral stenting treatment procedure a balloon rupture may have occurred. The 90% lesion was located in the moderately tortuous external iliac artery. The physician inserted the 7.0x30x75cm express vascular ld premounted stent system and encountered some resistance as the device was advanced across the lesion. When the physician attempted to inflate the balloon it would not inflate. The physician stated the balloon may have "ruptured" as it was advanced across the lesion. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)